Event description:
It was reported that the pump touch screen was cracked. Unresponsive and unreadable. Customer¿s blood glucose level was 90mg/dl. The customer reverted to manual injections for insulin therapy.